Event description:
It was reported that after the stent graft vamf3430c150te vcap3 taper was inserted into the patient's vasculature during the index procedure for treatment of an ulcer, the physician experienced difficulty turning the slider handle and was unable to deploy the stent despite three attempts. The physician then switched to a backup stent graft, which was deployed successfully without endoleak, and the patient was transferred to the recovery room. Per the physician the cause of the event is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received ;the blue handle rotated approximately 2cm; however, the graft cover did not follow the movement. The physician noted that the handle was difficult to rotate. After a second attempt, there was still no visible movement, and the resistance remained. To ensure patient safety, the physician decided to stop and remove the device from the patient¿s vasculature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.